Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. An unidentified tandem representative assisted customer with resetting the pump. Type of error was not known. There was no reported impact to customer's blood glucose.